Event description:
A lawsuit alleged that the patient sustained, and will continue to sustain severe physical injuries and/or death, severe emotional distress, and/or consequential damages due to the implanted lead. Attorney later alleged the patient "suffered physical and other injury as a result of the recalled lead." It is further alleged the patient "died as a direct and proximate result" of the defects in the lead. There is no allegation from the health care professional that the death was device related. The cause of death has been requested, and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been requested but has not been received.